Event description:
Ous MDR - it was reported that about 42 months after the implantation inappropriate shocks were delivered due to oversensing. No adverse patient side effects were reported. The device is under analysis at the moment.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis of the lead revealed the presence of insulation damages. In particular the insulation was found rubbed through in the distal area of the lead. These damages can be considered as the root cause for the oversensed noise as mentioned in the clinical observation. Based on the characteristics as well as the location of the damage it is reasonable to assume that the lead had been subject to excessive mechanical stress in the implanted state. Strong interactions in the area of the tricuspid valve can not be excluded. The deformation of the fixation helix resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.